Event description:
It was reported that placement of the prostar xl sutures was attempted in the common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation(tavi) procedure. The arteriotomy was 5fr and during the aaa procedure the sheath was upsized to a 10fr and 18fr sheath. Reportedly, blood flow was not visible from the marker lumen, but was leaking from the side of the marker lumen. A second prostar xl was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to achieve arterial blood marking during the device introduction is confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to achieve arterial blood marking incidents reported for this lot. Instructions for use under indications for use section which states, the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. However, it could not be definitively concluded that this could have contributed to this event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method, per instructions for use, under indications for use: the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional, relevant information.